Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0150036, medical device expiration date: 2025-04-30, device manufacture date: 2020-06-08. Medical device lot #: 0210109, medical device expiration date: 2025-07-31, device manufacture date: 2020-08-20. Medical device lot #: 0239033, medical device expiration date: 2025-08-31, device manufacture date: 2020-09-22. Medical device lot #: 0272400, medical device expiration date: 2025-09-30, device manufacture date: 2020-10-30. Investigation summary: it was reported that there is liquid flowing from the plunger when the syringes have been frozen. To aid in the investigation, seven photos were provided for evaluation by our quality team. All the photos show 20ml syringes with a drug inside. The drug is between the rubber stopper ribs and a few of them show the drug past the rubber stopper. A device history record review was completed for provided material number 305617, lot number 0150036. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A device history record review was completed for provided material number 305617, lot number 0210109. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A device history record review was completed for provided material number 305617, lot number 0239033. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A device history record review was completed for provided material number 305617, lot number 0272400. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. However, this is due to off label use. These syringes are not specified for storage and frozen environments. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd syringe luer-lok" tip bulk sterile convenience pak from lot 0150036, 1 from lot 0210109, 2 syringes from lot 0239033, and 3 from lot 0272400 leaked past the plunger during use. The following information was provided by the initial reporter: "customer states defects in bd syringes over the past few weeks. The problem is that there is liquid flowing from the plunger (when the syringes have been frozen we see that between the 2 layers of the plunger the liquid has flowed, sometimes the liquid has even flowed completely on the other side. Piston)."